Event description:
It was reported that there was oversensing on the atrial lead. The lead was explanted. It was also reported that there was high impedance, oversensing, and an apparent lead fracture on the right ventricular lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) both the proximal and the distal conductors were fractured; partial lead in segments returned and analyzed. (B) (4) distal conductor fractured; defib conductor was found distorted; the outer insulation and outer tubing overlay were breached cut; partial lead in segments returned and analyzed.